Event description:
It was reported that the patient was experiencing a shooting pain from ipg site down the leg. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was not returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-adapters, upn: m365sc9218550, model: sc-9218-55, serial: (B)(4), batch: 17556928.